Event description:
Unable to confirm the flow of spinal fluid through the valve.

Manufacturer narrative:
The valve was patent. However, the valve failed siphon, reflux, and leak testing due to two tears on the silicone reservoir. The damage precluded all further testing. It is unk how or when the damage occurred. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.